Event description:
It was reported that the right ventricular (rv) lead dislodged and noted oversensing with the presence of ventricular high rate episodes. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and the inner insulation of the lead was br eached with depression while in vivo. The distal conductor of the lead was extrinsically over-rotated. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.